Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation and the customer¿s allegation was confirmed. In addition to a clogged nozzle, additional evaluation findings are as followed: label was peeled, plastic distal end cover had insulation malfunction, insertion tube had insulation malfunction, switch 1 had a cut, insertion tube was stiff, angulation was low, angle wires were stretched, distal end plastic cover had deep dents, objective lens was cracked, light guide lens was cracked, insertion tube was deformed, or snaky, and light guide tube buckled. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that during a diagnostic esophagogastroduodenoscopy the colonovideoscope had no water flow without tight water bottle tube connection. The procedure was completed using a similar device. During the evaluation the following reportable malfunction was found: clogged nozzle. There was no report of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Customer additionally reported that the device was cleaned, disinfected, and sterilized before it was returned to olympus. There was no delay in the start of precleaning. The air/water nozzle was flushed with water and air. No abnormalities in the accessories used in reprocessing. The nozzle was wiped/brushed with a clean lint-free cloth/brush/sponge. The air/water nozzle was flushed with detergent. Olympus will continue to monitor field performance for this device.